Event description:
Additional information was received reporting the tablet device diagnostic data prior to surgery on the old device and diagnostic data on the newly placed device. High impedance was seen on a date earlier than previously reported and resolved when the new device was placed. The impedance values were all within normal limits when the new device was placed, and there was no reported troubleshooting completed to resolve it. No other relevant information has been received to date.

Event description:
Later it was confirmed the generator was explanted prophylactically. Impedance was within normal limits when the new generator was placed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any;defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was seen during a clinic visit. The patient has been referred to a surgeon for revision. The physician believes there is a microfracture in the lead somewhere, but this has not been confirmed. X-rays were taken and no trauma or manipulation has occurred. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.